Event description:
The customer reported the ventilator alarmed and shut down due to a vent inop pressure regulation high occurrence. The customer reported the ventilator was in use on a patient and there was no patient harm. Vent inop, when in use, will stop providing ventilatory support to the patient. The user must provide alternative ventilation and have the ventilator serviced. The manufacturers field service engineer (fse) was unable to duplicate the reported problem. Review of the device diagnostic history noted the reported vent inop. The fse replaced the data acquisition pcb board to address the reported problem. Applicable final testing was performed per operating specifications and passed.

Manufacturer narrative:
Date received by MFR date: 09/05/2014. The customer returned data acquisition (da) board was tested and no failures were identified. This report is being submitted as part of the remediation for CAPA (B)(4).